Event description:
It was reported that the zimmer meshgraft ii was cutting too much skin. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 3/23/2005 and was last repaired on 08/22/2013 for a non-related issue. Evaluation of the device observed minor wear to the cutter. Prior to repair, the test mesh passed, but the device was outside calibration specifications on the right side. In addition, the side to side calibration was out of specification. The customer's reported event was not reproduced during testing; therefore, a cause could not be determined. Improper handling was most likely the cause for the lack of calibration of this device. The device was serviced and returned to the customer.